Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
A report was received that states, that an hme could not be removed from the 15mm connector of the in situ tracheostomy tube. A emergent replacement was required. No further incident related medical sequela was reported.